Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. The data log was provided by the patient. The data was reviewed on 06/30/2016 and did not confirm the reported event of a failed transmitter error. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the share log confirmed the reported event of transmitter failed error. The root cause was could not be determined.